Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface did not fit as the trial surface and the surgeon suspected that the articular surface was thicker than indicated on the package label.